Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips but has not yet received them. If either the meter and/or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan on 10/29/04, alleging inaccurate high readings on the ultra meter. Medical affairs spoke to the pt on 11/1/04 and obtained the following info: in 2004, the pt had a schedule md's appointment and does not recall the reading on the lfs meter or on the md's meter reading. Md increased the pt's diabetes pill based on the md's meter reading. Test strips were in good condition and not expired and the control solution was not expired. Test strips failed using the control solution twice. Based on the info provided, this case is being reported as a malfunction, since the test strips failed twice using the control solution.